Event description:
This was a routine procedure and both 5mm ports broke at the tip. One was noticed as one piece broke off and fell into the abdomen, then the other port was inspected and found to be broken as well, all pieces were recovered. Laparoscopic cholecystectomy.